Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/04/2015 with the following findings: a review of the pump¿s black box data showed no evidence of loss of prime. All cs162 loss of prime warnings were associated with the pump not-primed after rewind or a cartridge change. The pump powered on with auditory and vibration function, but the display was extremely dim and unable to be read. The loss of prime issue was not able to be adequately investigated due to the unrelated dim display screen. The pump¿s cover was removed; no intermittent condition was found to the force sensor circuit and the force sensor component was properly aligned on the printed circuit board. Unrelated to the loss of prime issue, investigation revealed multiple cracks in the battery compartment in addition to the dim display.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).